Event description:
It was reported that bd bactec¿ mgit¿ 960 sire kit wrong results are being reported. Various ast results were resistant, no mycobacteria was present. The following information was provided by the initial reporter: too many ast results were resistant. The lab checked the resistant tubes with ziehl staining but no mycobacteria were present in the tubes despite a high level of uc (>400) wrong results, waiting for more details from the customer.

Manufacturer narrative:
H.6 investigation summary mgit 960 sire supplement kit batch 2060198 is composed of mgit 960 sire supplement batch 2039620, mgit 960 streptomycin batch 2025705, mgit 960 isoniazid batch 2019864, mgit 960 rifampin batch 2019866 and mgit 960 ethambutol batch 2019867. The batch history record review for the kit batch was satisfactory and no quality notifications were generated. The complaint history was reviewed, and no other complaints have been taken on this kit batch. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Retention samples maintained for this product include the individual components but not the kitted configuration. However, retentions were available for inspection: streptomycin batch 2025105 (10 vials), isoniazid batch 2019864 (10 vials), rifampin batch 2019866 (10 vials), sire supplement batch 2039620 (10 vials). Ethambutol batch 2019867 was not available for inspection. Retentions were performance tested for growth and antibiotic susceptibility. (Ethambutol batch 2019867 was substituted with ethambutol batch 2056977.) All performance testing was satisfactory for growth and antibiotic susceptibility per procedures and in accordance with the certificate of analysis. No photos or returns were received to assist with the investigation. This complaint cannot be confirmed based on retention sample testing. Bd will continue to trend complaints for performance defects. H3 other text : see h.10.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 sire kit wrong results are being reported. Various ast results were resistant, no mycobacteria was present. The following information was provided by the initial reporter: too many ast results were resistant. The lab checked the resistant tubes with ziehl staining but no mycobacteria were present in the tubes despite a high level of uc (>400) wrong results, waiting for more details from the customer.